Event description:
It was reported that during device preparation for a procedure of the moderately tortuous and calcified, eccentric, 99% stenosed, de novo lesion of the proximal left anterior descending (lad) artery, the whisper ls guide wire was removed from the packaging and the guide wire tip was noted to have a shaped tip. The device was not used. There was no patient involvement. A whisper ms guide wire was used in the procedure without issue. Pre-dilatation was attempted with the 2.5 x 8 mm voyager nc balloon catheter, however, during the first inflation at 12 atmosphere (atm) after 20 seconds the balloon ruptured. There was no reported adverse patient effect. A non-abbott balloon was used to complete the procedure. There was no reported clinically significant delay in the procedure due to the device issue. Though requested, no additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Factors that may contribute to balloon material ruptures include, but are not limited to, balloon damage during manufacturing, material deficiencies, handling of the product during preparation for use, insufficient preparation prior to use, and/or interaction with the lesion/anatomy, a previously implanted stent, guiding catheter, guide wire and other accessory devices. In this case, it was not possible to perform an analysis on the product because it was not returned to abbott vascular for investigation. There was no report of any leak noted during preparation prior to use, which suggest that a product deficiency did not contribute to the reported complaint. It is possible that the balloon material was damaged during interactions with accessory devices and/or the reported moderately calcified, moderately tortuous, 99% stenosed lesion, such that the balloon ruptured during the inflation attempt; however this could not be confirmed. There is no indication of a product quality deficiency. A review of the device lot history record did not reveal any nonconforming material records associated with this lot. Additionally, a query of the complaint-handling database revealed that there have been no related incidents reported for this lot. All coronary dilatation catheters are visually inspected for balloon damage, including at the point where the balloon is inserted into the protective sheath. Additionally, all coronary dilatation catheters are leak tested prior to packaging, and a sampling of units is destructively tested to verify balloon rated burst pressure (rbp) and balloon integrity prior to release.